Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. During the visual inspection of the sample, the description of the needle at the foil corresponds to a micro point reverse-cutting needle. At that time, the labeling was according to the requirements of (B)(4). However, the needle attached to the suture corresponds to a micro point spatula. Due to the difference, a change was performed on november 8, 2016 to align the labeling with the product inside on the package. The manufacture of sample return is october 21, 2016, before the change was made. According to the sample condition, the assignable accuse of packaging - labeling identification is due an issue during the packaging process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please provide a photo of the packaging and product if available. Please return the product and packaging for analysis. Please provide the lot number involved.

Event description:
It was reported that the patient underwent a trabeculectomy procedure on (B)(6) 2017 and the suture was used. During the procedure, a difference in the needle, which was outlined on the packaging, was noticed; the needle was changed from a precision point spatulated needle to a precision point reverse cutting needle. The surgeon reported that the name of the needle stayed the same, which created confusion. The surgeon was concerned as a spatulated needle was required for this procedure. Additional information has been requested.